Event description:
An advance - capsule endoscopy delivery device #(B)(4) was being utilized to deploy a pillcam video capsule in a pediatric pt who was receiving total intravenous anesthesia for the procedure. There is a small yellow cover on the end of the delivery device which is passed through the endoscope prior to attaching the pillcam and prior to the endoscopic procedure. The instructions are not detailed enough and the rn who assists with placement of these only about once per year in pediatric pts did not realize the yellow cover needed to be removed in order for the pillcam capsule to be securely attached. The yellow cover fits nicely into the pillcam capsule. This should be made to be so large it must be removed before insertion into the endoscope. The pillcam was attached, incorrectly, to the delivery device with the yellow cover in place. The endoscopy was started, and the pillcam was dislodged from the delivery device in the pt's pharyngeal area. The pt's airway did not have an endotracheal tube present, therefore we had a foreign body free just above the larynx in a pt who was receiving an IV anesthetic. With some difficulty we were able to manipulate the pillcam to where we could visualize and remove it. This situation was extremely dangerous as this device could have completely occluded the pt's airway and could have resulted in the death of the pt. This delivery sys needs more specific instructions and an end cap which must be removed prior to attachment to the pillcam.